Event description:
The reporter stated that neurawrap was used during a surgical procedure for a nerve repair on (B)(6), 2010. After a few weeks the patient experienced inflammation, discomfort and a white discharge at the incision site. The neurawrap was removed in a second surgical procedure on (B)(6), 2010. It was reported that there was an accumulation of scar tissue that had formed around the neurawrap. Integra has requested additional clinical info from the reporter.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.